Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found a leak due to worn tubing at pinch valve vl42. The fse replaced the tubing to resolve the leak. Failure mode is attributed to a worn tubing at pinch valve vl42. (B)(4).

Event description:
The customer reported a diluent leak of approximately 5 to 10 ml from the rinse block while running latron control involving the coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment consisting of gloves, goggles and gown at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.